Event description:
The rptr indicated that loss of ventricular capture as noted at 2.7 and 5.4v. No charge in lead impedance of ventricular lead, and no pacing or sensing seen. The magnet application was difficult to evaluate; fluoroscopy looks ok. The rptr also stated that his plan is to invasively evaluate the lead integrity.